Manufacturer narrative:
A fully deployed stent only was returned for analysis. A visual examination of the returned stent found that the green retention suture thread at the flared end of the stent had broken. Microscopic examination of the thread noted that it appeared frayed at the point of break. No other issues were noted with the stent. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu states "following stent deployment, view the stent endoscopically to confirm stent expansion as tumor impingement may prevent the ultraflex esophageal stent from achieving its maximum diameter immediately". In addition, the dfu states "warning: a stent may require 24-72 hours to expand fully".

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure within the distal esophagus of a cancer patient, on (B)(6), 2011. According to the complainant, the patient was immunocompromised and suffered from stomach cancer. During the procedure, the stent system was delivered to the distal esophagus in the area over the cardia. During attempted deployment, it was reported that the stent was flattened, not circular. Post deployment the stent remained flattened. Therefore, the physician opted to remove the stent. During attempted stent removal, the retention suture broke. The physician then grasped the mesh of the stent and successfully removed it from the patient. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure within the distal esophagus of a cancer patient, on (B)(6), 2011. According to the complainant, the patient was immunocompromised and suffered from stomach cancer. During the procedure, the stent system was delivered to the distal esophagus in the area over the cardia. During attempted deployment, it was reported that the stent was flattened, not circular. Post deployment the stent remained flattened. Therefore, the physician opted to remove the stent. During attempted stent removal, the retention suture broke. The physician then grasped the mesh of the stent and successfully removed it from the patient. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.